Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip would not immediately release after it was deployed. The clip eventually released from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip would not immediately release after it was deployed. The clip eventually released from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and it was found that the device has evidence of full deployment. Also, after a dimensional inspection all the measures were found within specification. Additionally, the control wire returned kinked at the handle section and the spool is partially opened. No problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the device returned without the clip assembly and with evidence of full deployment. Evidence that the clip, did release from the catheter. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. Regarding the found problem of control wire being kinked at the handle section and the spool being partially opened, customer used pliers to pull back the control wire in order to release the clip. Also, it is important to mention that this practice goes against the IFU instructions. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.